Event description:
It was reported via repair work order that the backrest did not provide support as the support bar was out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the backrest support bar was out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the rear cross bar being out of alignment would result in caregiver annoyance; however, the caregiver would still be able to assist the patient, if necessary. Additionally, it is not likely to harm the patient as the recliner would still support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.